Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain as follows: it was reported that on an unknown date, the insertion tool containing the speedtitan implant was broken despite the packaging being correct and undamaged. The doctor ordered another implant of the same part and lot and the same event was repeated. There was no patient consequence. This report involves one (1) speed titan 25x20x20mm implant kit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: only event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter address line 1: dir3: a13019208-a13019208-a13019208 av/villaviciosa, s/n, (B)(4). H3, h4, h6: part: se-2520ti synthes lot: mse200034. Supplier lot: mse200034. Release to warehouse: date september 16, 2020. Supplier: (B)(4) medical. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the speedtitan compression impl kit 25x20x20, p/n: se-2520ti, lot: mse200034, was removed from the packaging. The provided evidence shows the device was cracked across the meddle section. Since the devoice was removed from the packaging a root cause can not be established. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for speedtitan compression impl kit 25x20x20, p/n: se-2520ti, lot: mse200034. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.